Manufacturer narrative:
(B)(4) section g4: the f&p healthcare rt319 breathing circuit is not currently available for sale in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Fisher & paykel healthcare new zealand has requested the return of the subject device for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare provider in the united kingdom reported that the expiratory tube of an f&p healthcare rt319 bi-level/CPAP circuit was found damaged during patient use. It was reported that an audible air leak was noticed, and a tear was subsequently observed in the expiratory limb of the breathing circuit resulting in air leakage. It was further reported that a non-f&p healthcare ventilator in use at the time of the event did not alarm for a leak. The circuit was immediately replaced, and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Section g4: the f&p healthcare rt319 breathing circuit is not currently available for sale in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: although requested, the subject device was not available for analysis by f&p healthcare, therefore our evaluation of the reported damage is limited to our review of the photographs and the video provided by the healthcare provider. Results: the manufacturing records for rt319 lot 2102967933 were reviewed as part of our evaluation. This confirmed that there were no production issues raised during the manufacture of this lot. It was also confirmed that the damage demonstrated in the provided photograph is not typical of the types of defects observed during the manufacturing process. Conclusion: without the return of the subject device, we are unable to confirm the cause of the damage observed in the video and photographs. All rt319 adult breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt319 bi-level/CPAP breathing circuit include a pictorial showing the instructions to connect the circuit and exhalation port correctly. It also includes the following: - check all connections are tight before use. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - for use under the supervision of trained medical personnel.

Event description:
A healthcare provider in the united kingdom reported that the expiratory tube of an f&p healthcare rt319 bi-level/CPAP circuit was found damaged during patient use. It was reported that an audible air leak was noticed, and a tear was subsequently observed in the expiratory limb of the breathing circuit resulting in air leakage. It was further reported that a non-f&p healthcare ventilator in use at the time of the event did not alarm for a leak. The circuit was immediately replaced, and no patient consequences were reported.